Event description:
It was reported that the right ventricular (rv) lead was oversensing. Review of performance data indicated the patient alert triggered due to high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking and a breached cut. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis revealed apparent explant damage. The blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed. The lead was destructively analyzed to attempt to find any anomalies related to the complaint. The distal coil was removed and pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints. Performance data was collected from the device and analyzed. There were two ventricular non-sustained tachycardia (nst) episodes <=200 ms on ( (B)(4) 2012. The lead integrity alert (lia) triggered. There was one patient alert for lead failure predictor (lfp) on (B)(4) 2012. There were three patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2012. The weekly pace lead impedance trend data show various spike increases for max ventricular pace bi impedance = 684 to 4047 ohms peak between (B)(4) 2012.